Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that she had elevated blood glucose of 300 mg/dl and had symptom of nausea after the animas insulin pump lost power and went to the verification screen. Reportedly, the patient could not progress beyond the verification screen and resorted to managing her diabetes with insulin via syringe. On (B)(6) 2011, the patient caught pneumonia and was admitted to the hospital with a blood glucose reading of 600 mg/dl. She was treated with antibiotics after the doctor confirmed she had pneumonia infection. This complaint being reported because the patient had elevated blood glucose of 300 mg/dl and had symptoms suggestive of hyperglycemia after the power issue began. The product was sent back for investigation.